Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing leading to inappropriate false positive episodes determined to be undersensing were observed on the implantable cardiac monitor. The device was being monitored. There was no reported patient consequences.

Manufacturer narrative:
Correction: section h6 - component code - "3079 - patient lead" selected in error, should have been " 4755 - part/component/sub-assembly term not applicable" for implantable cardiac monitor.